Event description:
It was reported a patient underwent an anterior lumber fusion at l2-l4. At the time inserting the cage at l3/4, the cage was inserted diagonally from the front as intervertebral disc height was unable to be widened. When rotating the inserter, the cage was broken at the point attaching to the inserter. The broken fragment was reportedly left in the patient's body. The surgical time was extended less than 15 minute due to the incident. The surgeon commented that "ossification of posterior longitudinal ligament noted at l3/4 might have prevented lifting the disc and caused the incident."

Manufacturer narrative:
(B)(4). Neither product nor images were returned.